Manufacturer narrative:
(B)(4). Product surveillance spoke with the patient on (B)(6) 2010, whom stated the sample was no longer available for evaluation. This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 alarm (indicating air in the set) that appeared on the homechoice (hc) unit during dwell 6 of 7. The home patient (hp) was connected at the time of the alarm and the cause of the alarm was unknown. The hp would call the peritoneal dialysis nurse for instructions on finishing therapy in the morning. Proper procedures per the user manual were reviewed with the caller. No patient injury or medical intervention was reported. Product surveillance spoke with the hp on (B)(6) 2010. The hp stated the cause of the alarm was unknown. The setup was discarded. The hp could not read the lot number. A companion sample was available and requested. The hp has been doing fine and continuing therapy on the cycler as usual, using the same transfer set with no further issues.

Manufacturer narrative:
(B)(4). The companion sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.